Event description:
It was reported that there was noise on both (B)(6) right atrial (ra) and right ventricular (rv) leads. There was oversensing on occasion on ra lead. Lead impedance and threshold stable on both leads. The cardiac resynchronization therapy pacemaker (crt-p) device was functioning appropriately. This crt-p system and non-boston scientific leads remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5145723.